Event description:
The dispensing office reported that a pt was wearing a daily wear lens for approx nine months. The eye became irritated and the pt continued to wear the lens for an unspecified period of time even though the pt was experiencing discomfort. The pt developed a central infectious corneal ulcer and was referred to an ophthalmologist. Following treatment, the pt recovered and resumed lens wear.